Event description:
A sprinter legend balloon dilatation catheter length 15mm, diameter 1.5mm was used to treat a calcified lesion in a pt. It was reported that the balloon burst during the procedure. The physician inflated the balloon to 8 atmospheres prior to rupture. Pt was reported to be fine post procedure and no clinical sequelae have been reported. The stent delivery system was not returned to medtronic for evaluation. It appears most likely that the vessel/lesion morphology may have impacted on the balloon resulting in the subsequent balloon rupture.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: calcified vessel.